Event description:
Beginning in (B)(6) 2015, started having hair loss, hair breakage, panic attacks, headaches. Has progressively gotten worse. Symptoms now include migraines, neck, shoulder, back pain, joint pain. Recurring yeast infections, memory loss, brain fog. Blurred vision, ringing in ears. Extreme night sweats, intolerance to changes in temperature. Strange metallic taste in mouth. Dry skin, mood sings, missed periods, and bell's palsy. There are just the ones I can think of at the time.